Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that oversensing/noise was noted within a week of implant and a bad connection was suspected. During the revision procedure, the blue tip of the pin was observed in the header but the right ventricular lead was disconnect and reconnected and everything was noted to be fine. Wireless telemetry was also noted to need to be reactivated as it lasted for only 5 minutes. The device and lead remain in use. No patient complications have been reported as a result of this event.